Manufacturer narrative:
The icy catheter was disposed of by the customer and will not be returned for evaluation. However, a follow-up report will be submitted when the product is returned and investigation has been completed. Per zoll medical safety assessment, critically ill post cardiac arrest patients admitted to the ICU are prone to thrombogenicity and dvt, mostly due to inflammatory status post injury, abnormal coagulation, immobilization and catheterization. Institutions should follow guidelines in dvt prevention which include pharmacological and mechanical methods. Institutional implementation of standard protocols that incorporate these measures may have contributed to the reduction of dvt rate. Importantly, therapeutic hypothermia using a zoll ivtm cooling catheter placed in the femoral vein is not associated with increased incidence of dvt. Four randomized controlled clinical trials (2 multicenter and 2 single center trials) conducted in a total of 943 patients showed that there was no difference in the dvt rate when comparing zoll ivtm catheters to standard cvcs. Another central venous catheter for arterial blood pressure measurement that was placed prior to icy catheter, could possibly contribute to development of the thrombus. Icy catheter also could possibly contribute to development of thrombus due to relevant location. Per zoll labeling, thrombosis is a possible complication with central venous catheters. Additionally, catheter related thrombosis are known complications with intravascular catheters of any kind. At the same time, the patient's clinical post cardiac arrest condition made the patient further predisposed to thrombogenicity and dvt, which is a common complication is such patients. Event is probably related to the patient's clinical condition as well. Also, because this patient originally experienced lung bleeding, full anticoagulation was not provided as a dvt prophylaxis, and contributed in thrombus development in this predisposed patient. Event was serious because required treatment adjustment even there were no clinical symptoms experienced by the patient, and thrombus was an observation patient using diagnostic medical sonography and ultrasound.

Event description:
On day 4 of ivtm therapy, a customer (doctor) reported that a 8-9 cm long thrombosis along the inferior vena cava was noticed on a male patient who was treated for hypothermia and deep vein thrombosis (dvt) was discovered during ultrasound. The thrombosis along the vena cava was identified during the removal of the icy catheter (lot #unknown) and no thrombogenic material was observed on the catheter. The doctor is experienced with zoll icy catheter and said that the insertion of the catheter into the patient's femoral vein was smooth with single attempt. Doctor claimed that central venous catheter (cvc) arterial blood pressure measurement placement was performed prior to icy catheter. As for dvt prophylaxis, patient was provided with aspirin and clopidogrel, and also low dose of heparin was administered due to patient lung bleeding. Patient condition was stable and sonographic confirmed without fulminant symptoms after the removal of the icy catheter.